Manufacturer narrative:
Integra completed its internal investigation 11/09/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: although the device in question was received and inspected the lot # could not be assessed on the physical part. Our files show that the most likely lot# could be tl-322831 or tl-308710. Device history record reviewed for product ID lot # tl-322831 manufactured on july 16, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Device history record reviewed for product ID lot # tl-308710 manufactured on november 12, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated variances or rework. A two year look back for reported failure and or related to "skin burns at entry of nostril" for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Visual inspection: complaint confirmed: the flues both contain holes which can cause leaking and high tip temperature. Conclusion: root cause failure for the flues leaking could not be conclusively determined. It is known that in surgeries where the flue can be pushed into contacting the tip, the tip vibration can cause the flue to burn, leading to cracked flues. As the surgery was run over a long duration, with periods of high amplitude, it is likely that the tip contacted the flue during ultrasonic vibration, creating tears in the flue. Root cause failure for the burns could not be conclusively determined. It is known that in surgeries where the flue can be pushed into contacting the tip, the flue and tip will heat up, which could lead to burns. Once the flues become cracked, as mentioned above, there is less irrigation flowing through the flue to provide cooling, and the metal tip could directly contact patient skin. Another possible cause for the high heat is that one flue is missing an irrigation connection tube. It appears that the tube ripped off. A lack of irrigation could have contributed to the high heat. A flue re-design is being carried out to address these known issues."

Event description:
Two (2) incidents occurred during a transsphenoidal tumor ablation. Both incidents surrounded the use of the cusa product number c4615s cusa micro tip plus. This is the second of two reports. This is in regards to the second c4615s used. The flue of the first tip used was leaking midway during the procedure and appeared cracked. The surgeon replaced it with a second micro tip plus flue from a new kit. At the end of the case where 2 flues were used, the surgeon noticed skin burns at the entry of each nostril (2 burns). During the 5 hour procedure, each nostril was accessed by an endoscope and cusa hand piece tip to resect a fairly large tumor near the hypophysis. Amplitude settings were at 20-40% for approximately 70% of the cusa's use and 70-100% for 30% of the procedure. It was unknown if there was a delay in surgery due to the problem and if revision/medical intervention was required. Additional information received on 15sep2015 with the following: on (B)(6) 2015, a male patient in his 40s experienced small superficial burns that the entrance of both nostrils. Lot number of the two tips were unknown. It was confirmed that the products will be returned for evaluation: with the cracked flue that was leaking, just the flue is being returned. Second flue that was used will be returned with both the flue and the tip.